Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a cystocele repair procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the capio failed to catch the needle. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the carrier does not extend or retract.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of carrier would not retract. A visual examination of the returned uphold vaginal support system could not confirm the reported event of the needle would not hold in the capio cage due to the condition of the returned device. The carrier was extended approximately 1.0 cm from the top of the device and appears wedged. The carrier does not extend or retract. The investigation was unable to indicate why the carrier does not extend or retract. The mesh assembly was not returned.